Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative inspected the imaging system on-site. It was found that the f11 power line fuse had blown. The fuse was replaced and the issue was resolved. The customer site was advised not to plug the imaging system into the outlet power while the outlet was on in order to avoid this issue in the future. The blown fuse was discarded onsite, so no part return is expected. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system was not turning on. It was reported that the line power light was not illuminated. Multiple wall power outlets were tried without resolution. There was no patient present when this issue was identified.